Event description:
Patient had an initial implant of the barricaid on (B)(6) 2019. The patient started experiencing pain on (B)(6) 2021. Re-operation occurred on (B)(6) 2022. During surgery, a prolapse was seen medial to the poly mesh of the implant. The mesh flipped dorsally and partially fused to the dura/root. Isolated extraction of the mesh was not possible. The anchor remained in the vertebral body because it was firmly anchored in the bone. After performance of the sequestrotomy the wound was closed.